Event description:
It was reported to covidien on 06/17/2015 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer states the rn reported leaking under the PICC dressing. The PICC was leaking just above the butterfly where the extension tubing meets the butterfly. Chg was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and a catheter introducer was used to assist with the insert. It was not difficult to secure and was secured with tegaderm. The PICC was inserted on (B)(6) 2015 in the nicu at bedside. The customer reports constant infusions through both lumens with no flushing. The PICC was removed (B)(6) 2015 and was not replaced. The patient is a hi-risk infant who needs d17w to maintain glucoses. The PICC was leaking just above the butterfly where the extension tubing meets the butterfly. Chg was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. A catheter introducer was used to assist with the insert. It was not difficult to secure and was secured with tegaderm. The PICC was inserted on (B)(6) 2015 in the nicu at bedside. The customer reports constant infusions through both lumens with no flushing. The PICC was removed (B)(6) 2015 and was not replaced. The patient is a hi risk infant who needs d17w to maintain glucoses.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed, no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date. The product sample was returned to the manufacturing site for review and the reported issue has been confirmed. The sample received consisted of one catheter (product 1.9 fr argyle dual lumen PICC) which came inside a generic plastic bag. Visual inspection was performed and the sample presented signs of use (remains of blood). The sample was submitted to an underwater test and bubbles were detected; they were coming out close to the butterfly, from the lumen which corresponds to the secondary extension. The lumen related to the primary extension did not show bubbles during the test. In addition, a sample evaluation was performed by r+d mansfield and as result a hole was discovered 2mm distal from the butterfly. Based on the appearance of the catheter received, it is possible that the catheter body was damaged by instruments with sharp or rough edges during clinical use. The clinician pinches the catheter during hub changes or other normal use causing a concentrated stress point, resulting in catheter leakage or breakage. In addition, 100% of the catheters are submitted to a pressure test according to procedure and the instructions for use sates: [do not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter] and continues [do not stretch catheter. Too much tension could tear the catheter]. Additionally based on the event description and sample evaluation, the catheter became damaged after being in use for a period of 26 days. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time; therefore, the most probable root cause can be considered as misuse; this issue was more likely damaged during use; caused by an inappropriate manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to procedure) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.